Manufacturer narrative:
This is the same event as 3010536692-2016-00733, 3010536692-2016-00735, 3010536692-2016-00736. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: "audible" "squeaking" and some instability; possible osteolysis and pain.